Manufacturer narrative:
The following products have been used in the surgery: part# 4922250; lot# 46bh; 510k# k133205; UDI# (B)(4); qty# 1 part# 4986050; lot# 59cw; 510k# k133205; UDI# (B)(4); qty: 2. Although it is unknown whether the product caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent removal of cage at l4/5, iliac grafting at l4/5+posterior fusion for extending to sacral region due to bone union failure. Post-op, bone union failure was reported at l4-l5. Instability due to bone union failure was also reported. Hence a revision surgery was performed, in which the cage was completely removed and iliac grafting was performed. On (B)(6) 2019, fusion for extending was performed to sacral region on the posterior side. Patient was hospitalized because bone union was not completed. The surgeon did not know the clear reason for bone union failure.